Manufacturer narrative:
A distributor field service engineer (fse) was at customer site to address the reported event. The sample probe and clog voltage were cleaned, adjusted and verified. Testing and hand touch ad was performed. All quality controls (qc) were processed and within range. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 19may2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The aia-360 operator's manual under section 7-2: list of flags states the following: ss - short sample: the assay was cancelled because of insufficient sample. If this flag appears when there is an enough sample, either the sample nozzle or the sample detection sensor may be faulty. If this problem occurs frequently, contact the service department. Sc - sample clog detected: dispensing was cancelled because clogging was detected during sample suction. Check that the sample is free of fibrin or other substances. If the sample is not clouded, the sample nozzle may be faulty, or the piping may be blocked. If this problem occurs frequently, contact the service department. The probable cause of the reported event was due to adjustment needed on the dispensing arm (sampling arm).

Event description:
A customer reported to the distributor getting error flags ss short sample and sc sample clog detected on the aia-360 instrument. A distributor field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of cardiac troponin I (ctnl 2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.